Event description:
Litigation alleges pain, metallosis and acetabular cup loosening.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported lot codes yhb86 or ymd84. The lot codes were not provided for the unidentified hip implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff fact sheet and medical records received. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear and elevated metal ion levels. After review of medical records, it was noted that cup is well fixed. Doi: (B)(6) 2002. Dor: (B)(6) 2013. Right hip.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it is indicated that the cup is well fixed. There was no reported loosening. MDR decision for cup changed to not reportable.